Manufacturer narrative:
Philips service replaced the xper fc2010 rev e and ups tower euro 230v medical 1000va, and initially provided a workaround solution. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fc2010 not booting due to checksum error; requires replacement on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.